Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed, there were yellowish, blackish discoloration(s) inside the molded head which could also be seen near the gastric port side. The sample was tested, the balloon was inflated and manipulated and checked for leaks throughout the device, no leaks were identified. Additionally, the feed/ j lumen was flushed with a syringe of water and no occlusions were found in the lumen. The reported event could be confirmed as reported; however, the root cause is undetermined. All information reasonably known as of 28 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30225113 was reviewed and the product was produced according to product specifications. All information reasonably known as of 28 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 24 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that ¿black dots¿ were noted in the patient¿s low profile 18fr 3.0cm gastric-jejunal (gj) tube. The patient was recently admitted into the hospital for a blood infection, and they were wondering if [the infection] came from the [black dots in the tube]. It was additionally reported, the [ordering physician] saw the black dots and said that if the tube was functioning to continue using it. Additional information received 04may2023 reported, the patient was admitted on (B)(6) 2023, and the culture came back positive for enterococcal bacteremia; the patient was prescribed vanco and was released home. Additional information received 11may2023 reported, the patient was scheduled to have the tube replaced on (B)(6) 2023.